Manufacturer narrative:
The pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. Rotational sensor abnormalities were observed, causing first prime to end prematurely at 21 pulses. After 31 total priming pulses, the needle mechanism did not deploy, and the pod was deactivated. The pod was reset and reran twice, both times failing to produce any abnormal data. No damages or deficiencies were observed. The cause of the rotational sensor assembly malfunction could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle never deployed the cannula into the skin.